Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the reloads found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being used for resection of rectum during a laparoscopic low anterior resection, the device fired at the first and second firing. However, the resection of rectum was not completed with the two firings, therefore, the surgeon used another reload. During the third firing, at first, the surgeon was able to squeeze the handle and the firing advanced properly, but on the third squeezing of the handle, a cracking sound was heard and the firing could not be advanced anymore. There was a difficulty in pulling back the black return knob, and since the reload could not be removed from the patient¿s cavity, so the procedure was converted to an open procedure. Then the surgeon pulled back the black return knob, and the reload could be removed through the trocar. They opened and used a new handle and reload to complete the case. It was also reported that there was tissue damage and the surgical time was extended by more than 30 minutes. The patient is under observation.